Event description:
The following info was provided on a device tracking registration form: not deployed in lad. Lodged inside branch of the right profunda. Stent caught on some calcium in lad and crunched up. Although no pt injury or intervention was reported this report is being filed since this type of event could caused an adverse event if it were to recur.